Event description:
A (B)(6) male underwent an evar procedure. Once the device was advanced into the abdominal aorta, the valve began to leak at a consistent rate. The physician was unable to stop the leakage. The physician felt it was unwise to continue the procedure due to risk of blood loss and aborted the case.

Manufacturer narrative:
Evaluation to be provided once investigation complete.